Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was reported that defective neurostimulator was noted with an impedance issue. High impedance, >4000 was noted. (???) Error was noted. Device was not implanted the impedance check was >4000. They tried to troubleshoot and change amp and pulse width but the impedance was still over 4000. An error msg was displayed on the 8840 stating the battery could not be read. The doctor replaced the battery and the impedance check was good. Regarding were there any patient symptoms or complications associated with this event, it was noted: no. Patient status at time of the reporting was noted as alive - no injury.